Event description:
Customer reported three samples with a known anti -cw were tested on galileo using capture-r ready screen (crrs) with negative results.

Manufacturer narrative:
The customer's returned samples were tested on an in-house galileo using retention crrs lot k203. All three samples reacted negative. Returned samples were tested with retention panoscreen iii, lot 50150 in tube test. All samples were negative at 4°c, 1 of 3 was positive at rt, 3 of 3 were positive at 37°c, and 2 of 3 were positive at ict.